Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A post cardiac arrest patient was inserted a quattro catheter without issue in the femoral vein for therapeutic hypothermia. It was reported by the hospital nurse that during day 3 into ivtm treatment (maintenance phase), the saline bag was observed to be empty and the thermogard console displayed an airtrap alarm. Upon inspection, no trace of blood was observed in the start-up kit including evidence of leak and no issue was found on the thermogard console. The nurse replaced the start-up kit; however, the same issue was observed. Following this the doctor decided to remove the catheter from the patient since the ivtm therapy is already in its maintenance phase. No adjunct therapy was administered. No known impact or patient consequence was reported. No further information was provided.